Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 650 mg/dl. The customer was told by his health care professional that the event could be due to an infection. The customer had been experiencing high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer could not troubleshoot further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.